Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed compromised force sensor system and motor error. The customer stated while troubleshooting for motor error, insulin pump alarmed compromised force sensor system. Customer stated the drive support cap was loose. Advised customer to discontinue the use of the insulin pump and revert to back up plan. The customer's blood glucose was unknown.

Manufacturer narrative:
The insulin pump was unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test or test for a33 and motor error alarm due to cracked and broken off end cap. The motor was tested outside of the device and passed. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked belt clip slot and cracked battery tube threads.